Event description:
It was reported the loop of this snare detached in the pt during a polypectomy procedure, retrieval of the detached loop utilizing a biopsy forcep was uneventful. Another unit was used to complete the procedure successfully. There were no pt complications involved. A portion of the device was rec'd, evaluated and retained by this MFR. The engineering eval indicated a visual exam revealed the loop had detached from the coupling. The detached loop segment was not returned for eval. Crimp marks were noted on the ball weld which is located at the end of the cable. This is a possible indication that the loop was not properly crimped during the mfg process. The co has since implemented a 100% in-process pull test during loop assembly which should eliminate this malfunction in the future. No lot number was available nor did the co's record indicate the device had been ordered by the user facility. Therefore, a device history review could not be performed.